Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that there were multiple cracks on the tip of the silicone boot on the cold jaw. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was non non-conformance recorded in the lot history. Internal corrective action (wy-2013-05) was issued for this failure mode. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the silicone boot on the jaw of the vaso view hemopro detached. A replacement device was used to complete the procedure. The hosp did not report any pt effects.